Event description:
Customer reported a disconnection at the male end of the smartsite valve. Customer reported "mucomyst leaking from smart site where syringe is attached despite being tight." There was no pt harm or medical intervention reported. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.